Event description:
Device #2. See: 1526439-2008-0001 for details.

Manufacturer narrative:
Cage was returned damaged. This appears to be due the process of removal. The breakage of the screws likely resulted in instability of the disc space that resulted in damage to the cage.